Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 27 mg/dl and 118 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in the meter memory.

Event description:
It was reported that the package was received with the tyvek torn. The device was not used.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.